Event description:
Information received indicated that during a pm the hill-rom technician found the bed had no ground resistance.

Manufacturer narrative:
The hill-rom technician replaced power cord to resolve the issue.